Manufacturer narrative:
Corrections in b4: date of the report, d2a common device name, d7a. Additional information in g3, h10. Estimated date of the event b3: (B)(6) 2024. This follow-up report is being submitted to relay additional and corrected information. The bhs unit was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends. Reference to related MFR number: 0002242816-2024-00165.

Event description:
It was reported by the patient that she had extreme pain while using bhs unit and sflx-xl coilette. The pain was at 8-10 on a scale of 1-10, 10 being the worst. The patient stated that she pulled off her sock and ripped the coil off her foot as soon as she woke up. Once coil was removed pain subsided. The patient did not contact her doctor nor took any medications. The coil was making a humming/ clicking sound. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that she had extreme pain while using bhs unit and sflx-xl coilette. The pain was at 8-10 on a scale of 1-10, 10 being the worst. The patient stated that she pulled off her sock and ripped the coil off her foot as soon as she woke up. Once coil was removed pain subsided. The patient did not contact her doctor nor took any medications. The coil was making a humming/ clicking sound. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.